Manufacturer narrative:
Unk. Work order search found no similar complaints. Claim# (B)(4).

Event description:
It was reported that a 12.6 mm vicm612.6, -15.0 diopter implantable collamer lens was implanted into a patient's right eye (od) (B)(6) 2021. On (B)(6) 2021, lvc was performed due to residual refraction and poor udva.